Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during range of motion trial, the interaction between the femoral trial and tibial trial poly was causing the knee to sublux in mid-range flexion. Surgery was delayed by 60 minutes.